Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states that the front left leg has a bend and does not sit flush to the floor. No injury to the patient.